Event description:
Philips identified a software defect in intellispace cardiovascular (iscv) wherein the user reported an error 500 when downloading an image. The user was able to open the study and view images and pictorials with the echo module without issue. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(6), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.